Event description:
Boston scientific received information that the patient with this pacemaker experienced a fall. A device interrogation was performed and atrial impedance measurements were unable to be obtained with the right atrial (ra) lead. Additionally, no intrinsic p waves were detected. A revision procedure to revise the ra lead was performed. The ra lead was disconnected from the device header and tested through the pacing system analyzer (psa). All measurements including pacing thresholds, sensing and impedances were within normal limits. The lead was reconnected to the device and measurements remained appropriate. The lead was manipulated while continuing to obtain measurements and none of the previous issues were able to be reproduced. An x-ray from the initial implant showed that the rv lead was more fully inserted into the device header than the ra lead. Previous out of range impedance measurements were also reported. The physician suspects that the issue was likely a device connection issue and not a lead dislodgement. The device and ra lead remain in service. The patient plans to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.